Manufacturer narrative:
The field service representative determined mechanical failure of the md 30 main circulation water pump head to be the cause of the leak and replaced the pump. Her performed mechanism checks including air purge and quality control which was acceptable to the customer.

Event description:
Customer states water is leaking from a pump under the unloader. She had just started the analyzer back up after performing water cultures when she noticed analyzer was leaking onto the floor in front of the analyzer. No one was injured due to the leak and no patient samples were involved.